Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found some white marks, spots in the catheter which is potentially adhesive. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted.

Event description:
It was reported that a farawave catheter intended to be used for a posterior vein isolation and off label posterior wall ablation procedure was found to have foreign material on its handle. There was no damage to the inner or outer packaging, and the sterile seal was also undamaged. Additionally, the slide mechanism was stuck causing the farawave catheter to not deploy. The catheter was replaced by a similar device, and the procedure was completed. No patient complications occurred. The device has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter intended to be used for a posterior vein isolation and off label posterior wall ablation procedure was found to have foreign material on its handle. There was no damage to the inner or outer packaging, and the sterile seal was also undamaged. Additionally, the slide mechanism was stuck causing the farawave catheter to not deploy. The catheter was replaced by a similar device, and the procedure was completed. No patient complications occurred. The device is expected to return.